Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. As the pph01 device is indicated for a starr procedure, please confirm that a pph03 was used.

Event description:
It was reported that during a digestive starr (stapled trans-anal rectal resection) procedure, the device malfunctioned. The cut and the stapling were incomplete. One part of the tissues was neither stapled nor resected. There was a risk of bleeding and pelvic infection. A manual suture was performed. There was longer hospitalization for increased monitoring.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: as the pph01 device is indicated for a starr procedure, please confirm that a pph03 was used. Not answered. What is the surgeon¿s experience with the starr procedure: good. What is the surgeon¿s experience with the device: good. Where within the green gap setting scale was indicator when the device was fired: the orange indicator was completely in the green gap setting scale. Was the device difficult to close: yes. Was the device difficult to fire: yes. Why does the surgeon believe there was an increased risk of pelvic infection: because of the incomplete staples line. Wound closed in a second time. What is the current patient status: the patient is ok. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.